Event description:
Reportedly, the pt experienced tia symptoms that resolved without treatment following a carotid stent procedure. Upon additional testing, it was noted by CT scan and MRI that the pt experienced an acute infarct (stroke) of the left temporal lobe and left occipital lobe.